Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient had post-operative complications. The patient complained of pain and x-rays revealed a loose glenoid component.